Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced high blood glucose since (B)(6) 2015. The customer stated he had signs of infection as the site was red and found blood in the cannula. He stated that the redness went away as soon as he removed the cannula. Blood glucose value was 300 and 456 mg/dl. The customer stated he normally does not wash his hands or clean the site prior to inserting. No issues found during troubleshooting and the insulin pump passed the high pressure test. Blood glucose at the time of the call was 475 mg/dl. The customer stated he had treated with the insulin pump by increasing his settings. Customer was advised to contact the doctor regarding the changes.